Event description:
The user showed symptoms of facial nerve stimulation in (B)(6) 2021 while perceiving high pitched sound with the device. Reportedly, the users performance with the device has never been adequate. At an appointment on the 4th march reportedly the user had okay hearing performance. The user was re-mapped.

Manufacturer narrative:
Additional information: according to the recipient report the active electrode migrated partially out of the cochlea, most likely causing the reported facial nerve stimulation. These channels have been disabled. Reportedly the hearing performance is ok now. The device remains implanted and in use.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user showed symptoms of facial nerve stimulation in (B)(6) 2021 while perceiving high pitched sound with the device. CT imaging has shown that the electrode array of the device had migrated out of the cochlea.